Event description:
It was reported that the customer experienced a high blood glucose level of 800 mg/dl which resulted in the customer going to the emergency room and subsequently hospitalize in the intensive care unit. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue. The customer was released on (B)(6) 2025 with no permanent damage.